Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by an attorney, who stated that their client's guest "fell in the shower" due to the seat "collapsing." There were no additional details as to the nature of the reported defect or any injury. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by an attorney, who stated that their client's guest "fell in the shower" due to the seat "collapsing." There were no additional details as to the nature of the reported defect or any injury. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.